Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that the battery had overdischarged for the third time. The factor that contributed to the issue was patient compliance with charging. The device was unable to be turned on or connected to with telemetry or pulled out of overdischarge. The patient was scheduled with a surgeon for a replacement battery consult appointment. Surgical intervention was planned but had not been scheduled. The issue was resolved at the time of the report. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that ins was replaced on 2018-(B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.